Manufacturer narrative:
Additional information was received that the procedure to lower the superficial ipg that was causing difficulty charging was performed on (B)(6) 2015. It was reported that the bsn sales representative was aware of this procedure on october 15, 2015. The initial MDR should have been (B)(6) 2015.

Event description:
A report was received that the patient's ipg was implanted sideways or turned. The patient was unable to charge the ipg and believed that the ipg was very superficial as it caused burning when charging. The ipg was moved lower after an x-ray and examinations were taken. It was also reported that the patient had several surgeries regarding the stimulator and since then, the patient's pain worsened. The patient could not sleep or function due to numbness of leg and right foot and sharper, shooting and jolting pain in foot and leg. The patient underwent another revision procedure wherein the ipg was replaced due to suspected malfunction as the ipg will not connect with the charger. The patient was doing well postoperatively.

Manufacturer narrative:
Other # field is populated with the di number additional suspect medical device components involved in the event: model #: sc-8352-70, serial/lot #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient's ipg was implanted sideways or turned. The patient was unable to charge the ipg and believed that the ipg was very superficial as it caused burning when charging. The ipg was moved lower after an x-ray and examinations were taken. It was also reported that the patient had several surgeries regarding the stimulator and since then, the patient's pain worsened. The patient could not sleep or function due to numbness of leg and right foot and sharper, shooting and jolting pain in foot and leg. The patient underwent another revision procedure wherein the ipg was replaced due to suspected malfunction as the ipg will not connect with the charger. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the procedure to lower the superficial ipg that was causing difficulty charging was performed on (B)(6) 2015. It was reported that the bsn sales representative was aware of this procedure on october 15, 2015. Sc-1132 sn:(B)(4) device evaluation indicated that the ipg passed all tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics. The charge profile was analyzed for instances of overheating. None were observed. Thermistor data was the expected range.

Event description:
A report was received that the patient's ipg was implanted sideways or turned. The patient was unable to charge the ipg and believed that the ipg was very superficial as it caused burning when charging. The ipg was moved lower after an x-ray and examinations were taken. It was also reported that the patient had several surgeries regarding the stimulator and since then, the patient's pain worsened. The patient could not sleep or function due to numbness of leg and right foot and sharper, shooting and jolting pain in foot and leg. The patient underwent another revision procedure wherein the ipg was replaced due to suspected malfunction as the ipg will not connect with the charger. The patient was doing well postoperatively.